Event description:
It was reported that the device was explanted after implant duration of approximately 66.2 months. It was learned, through follow-up with the surgeon, that the reason for explant was due to aortic stenosis. No other details were provided.

Event description:
An employee who has asthma and has been on medication reported to the facility occupational health and safety department that she experienced shortness of breath and irritation while in the central service area cleaning endoscopes.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. On 09/14/2009 (through follow up with the health care provider via fax), additional information was received. It was noted that the device is unavailable for evaluation. A device history record review is in process. Device not returned.